Event description:
After the successful insertion of the iab, pumping began and immediately helium loss alarm occurred. The pump was exchanged, but the alarms continued. Therefore, the iab was removed and replaced. There were no additional patient complications.